Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Concomitant medical products: (right) catalog: 3505480bc lot: 7443840 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 430cc mentor memorygel breast implant on the left side, suffered infection post-operatively. As a result, the patient underwent implant explantation and replacement on (B)(6) 2017 with the following device: (left) 430cc mentor memorygel breast implant catalog: 3505430bc lot: 7356107 sn: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).